Manufacturer narrative:
(B)(4). Batch # m53a5k. Additional information received: what type of procedure was the device being used in? Lap right hemi. On which firing did this occur? Second. On this firing, before the handle, did the device staple? Yes but not the whole line. If yes, was the staple line complete? No. On this firing, before the handle broke, did the device cut? Yes. If yes, was the cut line complete? No. How was the procedure completed? After the handle broke, the remnant broken piece still on the stapler was dragged back using a forcep/artery/ruler (something metal), and we somehow managed to pull apart the anvil half and cartridge half. When the handle broke, did any pieces fall into the patient? No. If yes, were they retrieved? N/a. Will all pieces be returned with the device? Unknown. If no, how were they discarded? Unknown. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler handle broke while firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.